Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for complaint- litigation alleges that patient experienced pain in his hip and leg, making it difficult for him to walk or perform physical activity. The pain has gradually worsened, now interfering with his daily life and limiting his mobility. Additionally, it is alleged that patient is also suffering from metallosis. Update 04/22/2013 - complaint has been reopened because a maude report (mw5029661) submitted by an attorney states that patient is experiencing pain, pinching, burning, and popping. It is also alleged that patient has elevated levels of cobalt and chromium in his blood. Part and lot numbers have been identified and the complaint is being updated accordingly. No revision reported. Update: 10/18/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Doi: (B)(6) 2003. Patient demographics added. Update 11/21/2014- pfs and medical records received. A dor has been provided. After review of the medical records for MDR reportability, the revision operative note indicated synovitis, pain, metallosis, and increased metal ions (no lab results provided). There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/17/2014.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update - 10/04/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported synovitis and "granuloma posteriorly presumably from the metallosis from the metallic ions". There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear, metallosis, and elevated metal ions. Associated contact was updated. Doi: (B)(6), 2003 - dor: (B)(6), 2013 (left hip).